Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 using cooladvantage, coolcurve+ applicators to the bilateral flanks (love handles), bilateral upper flanks, and bilateral bra roll (back), also to the bilateral upper back using cooladvantage, coolcore applicators, following on (B)(6) 2018 using cooladvantage, coolcore applicators to the bilateral flanks (love handles), bilateral upper flanks, bilateral bra roll (back), and bilateral upper back, who developed paradoxical hyperplasia (pah/ph) 2 months after second treatment. Ph was described as firmer than surrounding tissue. On (B)(6) 2018, the patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) on the flanks, bra fat, and back.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 using cooladvantage, coolcurve+ applicators to the bilateral flanks (love handles), bilateral upper flanks, and bilateral bra roll (back), also to the bilateral upper back using cooladvantage, coolcore applicators, following on (B)(6) 2018 using cooladvantage, coolcore applicators to the bilateral flanks (love handles), bilateral upper flanks, bilateral bra roll (back), and bilateral upper back, who developed paradoxical hyperplasia (pah/ph) 2 months after second treatment. Ph was described as firmer than surrounding tissue. On (B)(6) 2018, the patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) on the flanks, bra fat, and back.